Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right atrial (ra) lead exhibited undersensing and the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.